Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available no further investigation required.

Event description:
It was reported that needle broke while attempting to load cartridge onto the pump with a bd precisionglide¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the customer was attempting to load a cartridge onto the pump and the needle broke. This complaint is related to pr (B)(4) as per excel spreadsheet the reference number was listed for both the syringe and needle. Additional information received: description of issue: contact reported a needle broke while her son was attempting to load a cartridge onto the pump. Contact informed cts that she replaced both the needle/syringe and the cartridge, successfully loaded a cartridge onto the pump and resumed insulin. Cts to use 1/1 as event date. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.